Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module ¿not passing the auto test¿ was not confirmed as no product was returned, and no photos or additional files were submitted. The provided information indicated the 12v power module backup battery, serial number (B)(6) was exchanged and the issue resolved. The backup battery had an expiration date of 31jan2026 and was therefore not expired at the time of the reported of event date of 29oct2024. The backup battery was disposed of locally. A root cause for the reported issue was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on (B)(6) 2020. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section 10, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 instructions for use, section 3, entitled ¿powering the system¿, also instructs the user to prevent the power module from being disconnected from ac power longer than 18 hours to prevent damaging the unit¿s backup battery. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that a new battery was provided and the issue resolved.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during preventive maintenance, the heartmate power module associated to this battery did not pass the auto test multiple times.